Manufacturer narrative:
Analysis was performed on the returned device. The reported ¿plunger assembly partially came out¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported needle to cuff miss could not be verified/ confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the prostyle instructions for use, states: do not use the perclose suture mediated closure and repair system if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. In this case, it is likely that interaction with the patient calcification/ anatomical conditions contributed to the difficulties deploying the plunger, reported ¿plunger assembly partially came out¿ and subsequent needle to cuff miss. However, this cannot be conclusively determined. Based on the information provided, it can be determined that the plunger was not fully pulled out of the handle when it was reinserted. If the plunger is completely pulled out of the handle it can not be reinserted. It is unknown if the reinsertion of the plunger directly contributed to the reported needle to cuff miss. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to the reported difficulties associated with deploying the plunger and needle to cuff miss include, but not limited to, interaction with patient anatomy (human tissue), calcified femoral artery or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified common femoral artery using a prostyle device after a rotablator procedure using an 8f sheath. Reportedly, the foot was deployed and when the plunger was attempted to be pushed, the plunger popped out from the prostyle device. It was noted that the plunger assembly partially came out of the body of the prostyle device, and the entire plastic part of the plunger assembly was visible. The plunger was re-inserted into the device. It was pushed down as usual and removed; however, the suture was not present, a cuff miss occurred. Manual compression was applied to achieve hemostasis. The physician commented that ¿although plunger had never been pulled, the plunger came off from the device¿. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.